Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and mentor ob tape were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat uterine prolapse, cystocele, rectocele, and stress urinary incontinence with concurrent surgical procedures vaginal hysterectomy and anterior and posterior colpoperineorrhaphy. The patient underwent excision of exposed vaginal mesh and placement of new transobturator sling (mentor ob-tape) on (B)(6) 2005 and explantation of eroded mesh with bladder suspension repair on (B)(6) 2012. The patient experienced pain, erosion, extrusion, bladder perforation, fistula, recurrence, dyspareunia, vaginal scarring, urinary and bowel problems and kidney stones. (B)(4) bladder perforation; undefined recurrence; dyspareunia; urinary problems; bowel problems; kidney stones.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.